Event description:
The complainant reported that an impella 5.5 device was implanted for circulatory support. While in use, the placement signal (ps) was lost and a ¿placement signal not reliable¿ alarm occurred. The alarm was disabled, and support was continued with the implanted pump. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned. The data logs from the case show that there was placement signal not reliable upon implant with the 5s parameters characteristic of an air gap failure. The issue was troubleshooted and support continued. The root cause of the optical signal issue was most likely due to an air gap between the aic and the patient cable plug as evidenced by the 5s parameter measurements in the data logs and the resolution after troubleshooting. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.